Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unknown medicine (dose, frequency, route and duration were not reported). On an unknown date, the patient was discharged from the hospital and has recovered. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.